Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer replaced the cartridge and infusion set and resumed insulin delivery successfully. Customer's blood glucose was 58 mg/dl.